Event description:
During the gap balancing workflow, the surgeon planned for varus alignment; however, the final alignment values displayed on the tmini navigation console indicated valgus alignment. The surgeon did not perform cut verification using the digitizer. The procedure was completed successfully using the robotic system with no reported patient injury.

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted when the investigation is completed.